Manufacturer narrative:
The user facility submitted medwatch mw5108368 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion with a spectrum iq pump, the patient became hypertensive and had an elevated bispectral index (bis) so the intravenous drips were assessed. The pump screen showed 22 ml of fluid remaining, but the bag of medication was "nearly full". The pump settings were verified and correct. A drop was seen falling in the tubing chamber. The spectrum pump was changed and the medication was placed on the new pump. The fluid was observed appropriately decreasing from the bag and the patient¿s blood pressure began to normalize. No additional information is available.

Manufacturer narrative:
Corrected additional information h10: this reported problem is potentially within scope of fa 2021-056: spectrum iq (v9) and v8 - device safety signal for non-delivery and undetected upstream occlusion. Baxter is communicating important safety information for spectrum v8 and spectrum iq infusion pumps related to potential reduced or non-delivery of medication, in some cases without alerting the user via pump alarm. This may occur as a result of incorrect administration set setup and/or incomplete resolution of upstream occlusion alarms when using spectrum v8 and spectrum iq infusion pumps. As described in the instructions for use (IFU), it is imperative to fully resolve any upstream occlusion before restarting the pump after an upstream occlusion alarm. Should additional relevant information become available, a supplemental report will be submitted.